Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 160 mg/dl. It was stated that the battery was removed for three days and the programming could not be reviewed. Also the customer stated that the doctor changed the settings the day before. Ran a self-test and the test was completed. A fixed prime test was performed and the insulin exited. Performed the high-pressure test and failed. The customer stated that she broke her foot and she is under medication. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.